Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: 46015isp, mfg: 05/17/2007, exp: 06/30/2012; lot: 46132isp, mfg: 05/31/2007, exp: 07/31/2012; lot: 46161isp, mfg: 06/09/2007, exp: 07/31/2012; lot: 46432isp, mfg: 08/22/2007, exp: 08/31/2012. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the lots met all finished goods release criteria.

Event description:
International customer reports that a patient underwent a right shoulder rotator cuff procedure with drain implant. The patient subsequently presented 9 months later for an out-patient x-ray at which time an unspecified columnar foreign body was detected. The customer opines this fragment to be a broken portion of the surgical drain. The patient was scheduled for an explant of the foreign body in 2008. No further information has been provided.